Event description:
Through review of medical article " tricuspid valve in valve procedure with an edwards s3 valve in a 15 kg child in latin america" the following event was identified as pertaining to an edwards device: a two year old patient with a 25mm perimount valve implanted in tricuspid position underwent a valve in valve procedure after an implant duration of approximately two (2) years and three (3) months. Patient fell from own height and was readmitted along with granuloma formation at the surgical site, mild dyspnea, tachypnea and occasional cough. Echocardiogram revealed severe stenosis of the biological tricuspid prosthesis with a mean gradient of 12 to 16 mmhg. A 26 mm transcatheter valve was successfully positioned and implanted within the surgical device. Patient was discharged on pod # 4 with improvement in the right heart failure symptoms, and on warfarin therapy for three months and antiplatelet therapy after completing the three months of anticoagulation. Indication for initial replacement was severe tricuspid regurgitation.

Manufacturer narrative:
Model of device is unknown. As per the article, this is a 25mm perimount valve implanted in tricuspid position. Nevertheless, there is no information about which specific device model was implanted in this patient. The date of the event is only known as "(B)(6) 2020". Therefore, the first day of the month ((B)(6)2020) was used as the date of event. Article citation: becerra afg, arevalo jrc, senosiain j, torres aeg, camacho j, reyes nfs. Tricuspid valve-in-valve procedure with an edwards s3 valve in a 15-kg child in latin america. Braz j cardiovasc surg. 2023 feb 10;38(1):201-203. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.